Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, heavily calcified right superficial femoral artery. The 5.0x20mm supera stent was deployed using a 6-french (70cm) sheath. During retrieval of the delivery catheter, the stent came out with it. Outside of the anatomy, the tip separated from the catheter. A new supera stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent had already been fully deployed and was not returned. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. The tip separation likely occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced diameter clearance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.